Event description:
A nurse called to report that the customer was admitted to the hosp for high bgs, dehydration, and other causes. Assisted the nurse to clear a no delivery alarm and to turn off the pump. The nurse stated that the customer is lethargic and does not seem to know how to operate the pump. The customer was on insulin drip at the time of call.